Event description:
It was reported that device was interrogated with the new software and the device was at elective replacement indicator (eri), showed a low battery voltage, and early battery depletion was suspected. It was further reported that the device software requires two interrogations in order for the programming to take affect. The patient was called back into the clinic to have the device be re-interrogated. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.